Event description:
The disposable loading unit was used with the stainless steel instrument during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. No pt injury was reported.

Manufacturer narrative:
5/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.